Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2016-04950 - 04953).

Event description:
Clinical patient has reported ongoing pain, some mobility issues, and soreness and numbness around the scapula 2 years post-implantation. Instability was also noted one year post-operatively, but has since been reported to have resolved. No revision has been reported to date.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical patient has reported ongoing pain with some mobility issues beginning around 6 weeks post-operative continuing through 1 year post-implantation instability was also noted one year post-operatively, but has since been reported to have resolved. However, soreness and numbness around the scapula was reported at 2 years post-implantation. No revision has been reported to date.